Event description:
It was reported that the arctic sun had a power tripped, internal circuit problem. Per review of wo on (B)(6) 2023, there was no patient involvement. Hospital biomed reported issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a chiller unit failure causing electrical issues in the device. The device was evaluated upon receipt. Switching on the as 5000 was fine until water is filled and compressor kicks in, then the power tripped. Chiller assembly needs to be replaced. Replaced chiller assembly. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun had a power tripped, internal circuit problem. Per review of wo on 11jul2023, there was no patient involvement. Hospital biomed reported issue.